Event description:
Event description cpi received information that the atrial lead associated with this vigor pulse generator underwent revision due to loss of capture and microdislodgment. The device was reprogrammed to vvi as the physician was unable to loosen the setscrew.